Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this brady lead was not successfully implanted due to stylet could not be inserted into the lumen and physican suspected of lead failure. Also, the blood on the gloves was thoroughly wiped off when handling the stylet; therefore, it was unlikely that the blood had clotted in the lumen, a new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm stylet could not be inserted into the lumen allegation based on the finding of blood/body fluid in the terminal pin opening. Also, difficult-to-position allegation was not confirmed. Visual inspection found no evidence to support lead placement difficulty. Further, unintended use error was selected based on analysis of the returned product. The observed damage is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that this brady lead was not successfully implanted due to stylet could not be inserted into the lumen and physican suspected of lead failure. Also, the blood on the gloves was thoroughly wiped off when handling the stylet; therefore, it was unlikely that the blood had clotted in the lumen, a new lead was implanted. No adverse patient effects were reported.